Event description:
The restore that was diagnosed as non functioning, because of dislocated octet leads as of the 2007, radiograph at the ccf - was turned off 2 weeks ago. It was also charged to a 3/4 level - to avoid battery degradation - to my surprise - in checking an electric outlet in my home - with a greenlee gt-11 voltage detector - the device started to beep and glow -strong and rapidly in the area of my thoracic spine down thru my buttocks. Double checked this with several models of voltage detectors - all of them showed major inductive electrical activity in the same areas. Would this explain = the battery drain - I turned the unit off - using the hand held control device it shows as off. I will report the medtronics 800 number in minn. Right now.